Manufacturer narrative:
(B)(4) also applies.

Manufacturer narrative:
Due to the additional information. This event is no longer reportable as a serious injury as it did not require an intervention.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016 reporting that the patient¿s system was working fine again and the lead revision was not needed. The interrogation showed that the lead was functioning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that they had called the manufacturer representative and left a voicemail because the patient was having problems with their implant. The patient stated that when they turned the implant on using the patient programmer it worked but then it stopped. When they pushed the unit on their skin it started to work and they could feel stimulation but when the patient let go it went off, stopped, and shut off again. The patient did not know if something was loose because it had never done that before. The implant was still on but it did not feel like how it used to be. Currently it was set to 6.0v and that was usually very strong for the patient but now it was weak. The patient felt stimulation but it was breaking up. It felt like stimulation was there and not there at the same time. The patient confirmed that what they meant by this was that the implant would shut off and stops. When the patient checked the implant when this happened they always saw the lightning bolt indicating that the implant was on. There were no reported falls, traumas, or electromagnetic interference (emi). This all started yesterday. Additional information was received on the same day of the report (2016-11-18) from the consumer reporting that the patient turned the unit on and it was on. It was not as strong as it was. The battery was fully charged. The stimulation usually set to 5.8v but now the patient had set it to 6.0v. The patient did not have a managing pain health care professional (hcp). The patient had a cracked vertebra that did not bother the patient, 3 herniated discs, nerve damage in both legs, and was born with a narrow spinal cord than a normal person so ¿they would not go in and operate.¿ the manufacturer representative was contacted.

Event description:
It was reported that the patient was referred to a specialist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they met with the patient on (B)(6) 2016, and impedances were checked with their clinician programmer. They noted impedances were out of range. The manufacturing representative stated that the patient was going to set up an appointment with their physician to schedule a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.